Event description:
Pfc primary rp inserted 2012, femur loose, ostelolysis present. Full revision (B)(6) 2021. Doi: (B)(6) 2012, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.